Event description:
Patient reported experiencing elevated blood glucose levels up to 480 mg/dl since (B)(6) 2014; took correction via infusion device and pen with no success. Patient's normal blood glucose range was not provided. Patient stated her blood glucose level on (B)(6) 2014 ranged from 140-480 mg/dl; took correction via the infusion device. Patient reported her blood glucose level on (B)(6) 2014 ranged from 310-400 mg/dl; took correction via infusion device and pen. Patient alleges the infusion device delivers too low insulin. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and infusion sets for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.